Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): torque defining screw kit (cat# 300-20-02 / sn# (B)(4)). Humeral head short 44mm (cat# 310-01-44 / sn# (B)(4)).

Event description:
It was reported that the patient was experiencing pain. The original total shoulder arthroplasty was performed on this female patient¿s right shoulder on (B)(6) 2010. The glenoid component had been previously removed, and the patient had a hemi shoulder left in, so the physician wanted to revise to an rsa. The physician exposed the humeral component, removed the humeral head and replicator plate and checked stability of stem. It was well fixed. He then proceeded to the glenoid where he took cultures, then implanted an 8 degree posterior baseplate. He fixated the baseplate with peripheral screws and trialed a 38mm glenosphere with a +0 tray and +0 liner for a 38mm glenosphere. Rom checked and determined those to be the correct sizes. The physician then implanted a 38mm glenosphere with a +0mm humeral tray and +0mm poly for a 38mm glenosphere. It was assembled in situ and stability was checked and deemed appropriate. The patient was stable at the end of the case and is expected to have a good outcome. There was no reported patient injury.

Manufacturer narrative:
Section h10: (b2) added hospitalization - initial or prolonged check box. (G5) PMA/510(k)number: k042021 (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision due to pain is most likely is related to an underlying condition of the patient. (H4) 28-jan-2010.